Manufacturer narrative:
The patient's weight is not available from the site. The system's files have not yet been rec'd by the manufacturer for investigation. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported that while in a spine procedure, the o-arm exams were initially accurate. Approximately 45 minutes into the thoracis procedure, the surgeon alleged the instruments were too superior and not accurate; the point tip was about 5-10mm above the bone the surgeon was touching. The surgeon accurately tapped the pedicles; then noted he was inaccurate when ready for screws. There was no need to navigate and the screws were placed in tapped pedicles. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.